Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, under-sensing was observed on the right atrial (ra) lead. A chest x-ray was obtained on (B)(6) 2021 and showed a lack of lead slack on the ra lead. The pacemaker was reprogrammed. The patient was stable throughout.